Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. No functional anomalies were observed with the ins, however, testing showed that the battery capacity had decreased approximately 11.9% from a brand new state. Some battery capacity loss is expected over time. This battery has been used 6+ years and has 558 recharges on it. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported too short life of the implantable neurostimulator (ins). There was a malfunction of the ins, stimulation was not always the same and seemed to be decreased. The ins was quicker to empty than before. Instead of seven days, the ins was empty in about four days. The impedances were okay, between 692 and 849 ohms. There were no external factors that may have contributed to the event. The action taken to resolve the event was ins replacement. The issue was resolved at the time of this report. The patient was alive with no injury.

Event description:
Additional information reported the patient experienced a tingling sensation through their painful area, including their lower back on both sides, buttocks, both legs, and partly in their feet. The patient also experienced changing stimulation, whereby sometimes the device turned itself off or did not work properly and then suddenly it worked again. This would occurred approximately three to four times per week. The patient reported that they could no longer do without the stimulation. It was noted that impedance testing had found an impedance of 8177 ohms for electrode 1, 4248 ohms for electrode 8, and that the rest were in the range of 692-849 ohms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.